Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a cassette not attached error. No patient injury was reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a bubbled dso seal, scratched lcd lens, and a bent latch lock. The device's event history log was reviewed for evidence of the reported problem and found ?cassette locked but not latched". Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the inoperable latch lock flex was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.